Event description:
Upon review by the manufacturer's investigation unit, the inform meter was found to have charring and melted plastic around connector pins. No adverse event reported. Device was returned, and replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.